Event description:
The customer returned the gastrointestinal videoscope to the service center for inspection. During the device analysis, the investigator indicates that the image was not displayed. It was determined that the plug unit needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, it is likely the reported issue occurred due to a damaged plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.